Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 167 mg/dl. As the customer was changing all of the pump supplies, multiple cartridge alarm 16s were received during the fill tubing step using multiple cartridges. The customer reverted to using insulin injections to manage diabetes.